Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex covered distal release esophageal stent was used during a stent implantation procedure for stenosis in the distal esophagus performed on (B)(6) 2015. According to the complainant, the stent was used to treat a 4cm lesion in the distal esophagus due to esophageal cancer. During the procedure, the physician attempted to release the stent; however, the deployment suture got stuck and the stent deployed only a few millimeters. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex covered distal release esophageal stent was returned for analysis. Visual examination of the complaint device revealed that the distal end of the stent was partially deployed. No issues were noted with the profile of the crochet stitches from the point of release from the stent. During the product analysis, the investigator was able to retract the deployment suture and fully deploy the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was partially deployed. As it was possible to fully deploy the stent during analysis, the cause of the reported deployment difficulties was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex covered distal release esophageal stent was used during a stent implantation procedure for stenosis in the distal esophagus performed on (B)(6) 2015. According to the complainant, the stent was used to treat a 4cm lesion in the distal esophagus due to esophageal cancer. During the procedure, the physician attempted to release the stent; however, the deployment suture got stuck and the stent deployed only a few millimeters. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.